Event description:
During aaa repair on (B)(6) 2008, after capturing the top cap and had removed the trigger wires, the grey positioner got caught on the proximal end of the most distal stent (which was on the long leg-ipsilateral side). The device was hubbed to put in the iliac leg graft, but the main body sheath was catching on the stent. The physician was unable to advance the main body sheath any further or it would cover the hypogastric, so he removed the iliac leg graft and placed a shorter one since there was a long seal zone. The outcome was fine.

Manufacturer narrative:
(B)(4). Evaluation: still under investigation.